Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies a history of bartholin gland cysts, sexually transmitted diseases, and vulvar atrophy. She denies anxiety associated with intercourse, bleeding with intercourse, vaginal discharge, vaginal dryness, and vaginismus. Concurrent conditions included overweight, ovarian cyst, ovarian mass, dysfunctional uterine bleeding, human papilloma virus infection, uterine prolapse, anogenital warts, arthritis and scoliosis. Concomitant products included oral contraceptive nos for birth control, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since 2009 for contraception, nystatin since 2015 for vaginal irritation and yeast infection as well as carisoprodol since 2012, celecoxib (celexa), diphenhydramine hydrochloride, ergocalciferol (vitamin d2) since 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from 8-may-2012 to 8-jun-2012, folic acid since 2017, gabapentin since 2017, levothyroxine since 2017, medroxyprogesterone acetate (depo provera), omeprazole and oxycodone hydrochloride;paracetamol (percocet) since 2012. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 9 months after insertion of essure. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: mood changes"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In january 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: uti"). In february 2013, the patient experienced cystitis ("bladder infection"). In january 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal area"), menstrual disorder ("menstruation issues"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("lower back area pain"), scoliosis ("scoliosis") and vulvovaginal pain ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (back surgery and hysterectomy (partial), total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and dyspareunia had resolved and the menstrual disorder, dysmenorrhoea, vaginal discharge, mood altered, cystitis, female sexual dysfunction, depression, urinary tract disorder, anxiety, bladder disorder, weight increased, migraine, headache, fatigue, urinary tract infection, back pain, scoliosis and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, scoliosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: unconfirmed. Smear cervix - on (B)(6) 2015: results: low grade squamous intraepithelial lesion. Ultrasound scan - on (B)(6) 2011: results: ovarian cyst/dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, depression and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant medication and condition added. Event infection (bladder/ urinary tract/vaginal) type: vaginal were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies a history of bartholin gland cysts, sexually transmitted diseases, and vulvar atrophy. She denies anxiety associated with intercourse, bleeding with intercourse, vaginal discharge, vaginal dryness, and vaginismus. Concurrent conditions included overweight, ovarian cyst, ovarian mass, dysfunctional uterine bleeding, human papilloma virus infection and uterine prolapse. Concomitant products included oral contraceptive nos for birth control, norlestrin fe (loestrin fe) since 2009 for contraception, nystatin since 2015 for vaginal irritation and yeast infection as well as carisoprodol since 2012, cilest (ortho tri-cyclen) from 8-may-2012 to 8-jun-2012, ergocalciferol (vitamin d2) since 2017, folic acid since 2017, gabapentin since 2017, levothyroxine since 2017, medroxyprogesterone (depo provera) and oxycocet (percocet) since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, 1 year 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: mood changes"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: uti"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"). In (B)(6) 2014, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal area"), menstrual disorder ("menstruation issues"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("lower back area pain") and scoliosis ("scoliosis"). The patient was treated with surgery (hysterectomy (partial), total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (back surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and dyspareunia had resolved and the menstrual disorder, dysmenorrhoea, vaginal discharge, mood altered, cystitis, female sexual dysfunction, depression, urinary tract disorder, anxiety, bladder disorder, weight increased, migraine, headache, fatigue, urinary tract infection, back pain and scoliosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, scoliosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion pregnancy test - on an unknown date: unconfirmed. Smear cervix - on (B)(6) 2015: low grade squamous intraepithelial lesion. Ultrasound scan - on (B)(6) 2011: ovarian cyst/dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, depression and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received, events: lower back pain, scoliosis. Event onset dates and outcomes updated. Concomitant drugs updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies a history of bartholin gland cysts, sexually transmitted diseases, and vulvar atrophy. She denies anxiety associated with intercourse, bleeding with intercourse, vaginal discharge, vaginal dryness, and vaginismus. Concurrent conditions included overweight, ovarian cyst, ovarian mass, dysfunctional uterine bleeding, human papilloma virus infection and uterine prolapse. Concomitant products included oral contraceptive nos for birth control, nystatin since 2015 for vaginal irritation and yeast infection as well as carisoprodol since 2012, ergocalciferol (vitamin d2) since 2017, folic acid since 2017, gabapentin since 2017, levothyroxine since 2017, medroxyprogesterone (depo provera) and oxycocet (percocet) since 2012. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: mood changes"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, 1 year 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal area"), menstrual disorder ("menstruation issues"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, menstrual disorder, dysmenorrhoea, dyspareunia, vaginal discharge, mood altered, cystitis, female sexual dysfunction, depression, urinary tract disorder, anxiety, bladder disorder, weight increased, migraine, headache, fatigue and urinary tract infection outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: unconfirmed. Smear cervix - on (B)(6) 2015: low grade squamous intraepithelial lesion. Ultrasound scan - on (B)(6) 2011: ovarian cyst/dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, depression and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included embeda. Medical conditions: she denies a history of bartholin gland cysts, sexually transmitted diseases, and vulvar atrophy. She denies anxiety associated with intercourse, bleeding with intercourse, vaginal discharge, vaginal dryness, and vaginismus. Concurrent conditions included overweight, ovarian cyst, ovarian mass, dysfunctional uterine bleeding, human papilloma virus infection, uterine prolapse, human papilloma virus infection, arthritis and scoliosis. Concomitant products included oral contraceptive nos for birth control, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2009 to(B)(6) 2012 for contraception, nystatin since (B)(6) 2013 for vaginal irritation and yeast infection as well as carisoprodol since (B)(6) 2012, celecoxib (celexa), diphenhydramine hydrochloride, ergocalciferol (vitamin d2) since (B)(6) 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2012, folic acid since (B)(6) 2017, gabapentin since (B)(6) 2017, levothyroxine since (B)(6) 2017, medroxyprogesterone acetate (depo provera), omeprazole, oxycodone hydrochloride;paracetamol (percocet) since 2012 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 9 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: mood changes"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient started embeda at an unspecified dose and frequency. On an unknown date, the patient experienced abdominal pain ("pain: abdominal area"), menstrual disorder ("menstruation issues"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("lower back area pain"), scoliosis ("scoliosis"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (back surgery and hysterectomy (partial), total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and bacterial vaginosis had resolved and the menstrual disorder, vaginal discharge, mood altered, cystitis, female sexual dysfunction, depression, urinary tract disorder, anxiety, bladder disorder, weight increased, migraine, headache, fatigue, urinary tract infection, back pain, scoliosis, vaginal infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, post procedural complication, scoliosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 182 lbs. She received treatment for events pain, bladder/ urinary problems and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: unconfirmed. Smear cervix - on (B)(6) 2015: results: low grade squamous intraepithelial lesion. Ultrasound scan - on (B)(6) 2011: results: ovarian cyst/dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, depression and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added events post procedural complication and general abnormal bleeding bacterial vaginosis. Outcome of events pelvic pain, general abnormal bleeding bacterial vaginosis, dysmenorrhoea was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies a history of bartholin gland cysts, sexually transmitted diseases, and vulvar atrophy. She denies anxiety associated with intercourse, bleeding with intercourse, vaginal discharge, vaginal dryness, and vaginismus. Concurrent conditions included overweight, ovarian cyst, ovarian mass, dysfunctional uterine bleeding, human papilloma virus infection and uterine prolapse. Concomitant products included oral contraceptive nos for birth control, nystatin since 2015 for vaginal irritation and yeast infection as well as carisoprodol since 2012, ergocalciferol (vitamin d2) since 2017, folic acid since 2017, gabapentin since 2017, levothyroxine since 2017, medroxyprogesterone (depo provera) and oxycocet (percocet) since 2012. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: mood changes"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, 1 year 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal area"), menstrual disorder ("menstruation issues"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, menstrual disorder, dysmenorrhoea, dyspareunia, vaginal discharge, mood altered, cystitis, female sexual dysfunction, depression, urinary tract disorder, anxiety, bladder disorder, weight increased, migraine, headache, fatigue and urinary tract infection outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Pregnancy test: on an unknown date: unconfirmed. Smear cervix : on (B)(6) 2015: low grade squamous intraepithelial lesion. Ultrasound scan: on (B)(6) 2011: ovarian cyst/dysfunctional uterine bleeding. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, depression and dyspareunia." Most recent follow-up information incorporated above includes: on 6-jun-2018: the reporter information was added. This case concerns 32 year old patient. Her concurrent conditions were added. Her lab data was added. Essure lot number was added. Essure insertion and removal date was added. Her concomitant medications were added. Following events: abnormal bleeding (menorrhagia/vaginal), mood changes, bladder infection, apareunia (inability to have sexual intercourse, depression, bladder or urinary problems or changes, mental anguish, weight gain, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, uti (urinary tract infection) and pain: abdominal area were added. She had recovered form event: pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.